Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a cryoablation procedure, blood was noted in the coaxial umbilical cable and a system notice was received indicating that the safety system detected a compromised outer vacuum. The coaxial was disconnected from the cryo console unit and the balloon catheter and coaxial umbilical cable was replaced. The procedure completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the balloon catheter (B)(4) was visually inspected and functionally tested. The patient data files confirmed the system notice received indicating that the safety system detected a compromised outer vacuum (system notice # (B)(4)) at injection four. Upon visual inspection of catheter, results showed the device was intact with no apparent issues. Smart chip verification indicated that the catheter was used for four injections. The catheter failed the performance test due to the system notice received indicating that the safety system detected fluid in the catheter and stopped the injection (system notice # (B)(4)). Dissection and pressure testing with catheter revealed a double balloon breach. In conclusion, the reported system notice was received indicating that the safety system detected a compromised outer vacuum has not been confirmed through testing but through data analysis. The system notice indicating that the safety system detected fluid in the catheter and stopped the injection has been confirmed through testing. The catheter failed the returned product inspection due to a double balloon breach.

Event description:
It was further reported that the balloon catheter subsequently tested out of specification upon the manufacturer's investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.